Manufacturer narrative:
This manufacturer report #3006617478-2015-00020 has been prepared further to reception of the attached importer report #3005841068-2015-00012.

Event description:
On (B)(6) 2014 the patient had a ventral hernia repaired using an open approach and a surgimesh xb tintrac15 hernia mesh. The following (B)(6) the patient was seen for what seemed to be a recurrent hernia. On (B)(6) 2015 the patient had an open exploratory procedure which found the xb tintrac15 mesh non-adherent to the abdominal wall fascia. The xb tintrac15 mesh was removed. Pathologic examination of the xb tintrac15 found evidence of a proteinaceous ingrowth but no gram negative material. A (B)(4) drain was placed and the patients abdomen closed. At follow-up the (B)(4) drain demonstrated very little drainage and was removed. The sterility and acceptability for clinical use of the surgimesh xb tintrac15 was confirmed through the manufacturer lot history records.